Event description:
The patient experienced painful stimulation in his right chest area. Fluoro images showed that the right lead had moved cephalad to t5-6 on (B)(6) 2013. Device interrogation showed nothing abnormal. The patient had the right lead surgically repositioned on (B)(6) 2013 and it was considered that the patient recovered without sequela. It was later reported that the patient also experienced change in sensation of stimulation.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial #(B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).